Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 2.75 x 20mm stent delivery system (sds) was returned for analysis. Examination of the crimped stent via scope found evidence of damage with stent struts from the lifted stent region lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 15december2021. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.75 x 20mm synergy xd drug-eluting stent was advanced to treat the lesion. However, during the procedure, the device failed to cross the lesion. The procedure was completed with another of same device. No patient complications were reported and the patient status was good. However, returned device analysis revealed stent damage.